Event description:
Pt offered no complaints pre-treatment. Placed on a dry pack unit which had been flushed with 2000 cc of normal saline. During the treatment the pt complained of severe cramps and severe pain in his knees. His bp dropped and he was replaced with saline. Post-treatment he complained of knee pain and went to the hosp. He was admitted with knee pain and swelling/redness of both eyes. The dr stated it was an allergic reaction to the dialyzer.